Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 39 malfunction events. 5 events were due to the device failing to osseointegrate ((B)(4)). 13 events were due to loss of osseointegration ((B)(4) 20 events involved fracture of the device or a component ((B)(4)). In 8 events, there were issues reported with a mount component ((B)(4)). In 1 event, there was an issue reported with a screw component ((B)(4)). In 1 event, it was reported that a device or a device component was cracked ((B)(4)). 1 event involved a failure to separate of a device or a component ((B)(4)). In 16 events, there was no device problem found during evaluation. In 19 events, a fracture of a device or device component was found during evaluation. In 15 events, a stress problem was identified during evaluation. In 1 event, an operational problem was identified. In 5 events, there are no findings available because the device was not returned for evaluation. In 1 event, a friction problem was identified. In 2 events, a deformation problem was found during evaluation. In 39 events, these are known inherent risk of the procedure. Furthermore, in 2 events, the device failure was found to be related to the patient's condition.

Event description:
This report summarizes <noe> 39 </noe> malfunction events. This report summarizes 39 malfunction events where patients' experienced endosseous dental implant failure. Of these events there were: 9 events where inflammation occurred. 1 event where a patient experienced osteolysis. 2 events where erosion occurred. 1 event where device fragments are in a patient.